Manufacturer narrative:
The lead was returned for evaluation due to lead dislodgement. As received, a complete lead was returned in one piece with the helix found retracted and clogged with dried blood/tissue. After cleaning, the helix could extend and retract and full helix extension length was within specification.

Manufacturer narrative:
The results, method, and conclusion codes along with investigation results will be provided in the final report.

Event description:
During the implant procedure, the right atrial (ra) lead dislodged from its position several times. This resulted in a prolongation of the procedure. The ra lead was explanted and replaced to resolve the event and the patient was stable.